Event description:
It was reported that the customer's insulin pump was exposed to moisture damage in the form of insulin. The customer's reservoir leaked past both o-rings. The customer's blood glucose level was 324 mg/dl. The customer was advised to dry the reservoir compartment and monitor his insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.